Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No patient symptoms or intervention were reported. The patient would continue to be monitored.

Manufacturer narrative:
.